Event description:
It was reported that the patient never had therapeutic effect. The patient was implanted around 3 weeks ago and they did not have drug so the health care provider (hcp) filled the pump with saline. On (B)(6) 2012, the pump was filled with morphine but the hcp programmed a bridge (147 hours) instead of a prime and it was noted that the patient was still not getting the drug. The hcp planned to prime the remaining saline so the morphine would reach the patient faster. It was further reported that the hcp suspected an infection at an incision on the patient's side that was used to tunnel the catheter. The pump was used to deliver morphine and saline. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
It was reported the patient experienced visible signs of infection at the puncture site of tunneling device on patient's side. Cultures were taken and yielded no growth of bacteria. Patient's infection has healed. The patient's dose was being titrated to achieve pain relief by physician.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8840 nvision, serial # unknown. (B)(4).

Manufacturer narrative:
(B)(4).